Event description:
Patient reported the doctor also had a pessary inserted into the uterus but the bladder and rectum couldn't have movement of either one so they took that out. This was clarified as the patient had a pessary inserted into their uterus, pressing on bladder and rectum, causing them to hold back the urine and bowel movements (around (B)(6) 2025). This also caused a lot of pain. They took this out (timeframe unknown). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).